Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9676 was received for investigation. The reamer ar-9676 was received stuck inside ar-9597-10. The shoulder of the ar-9676 is sitting flush against the sleeve. Because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. Visual evaluation found multiple dents, and scratches around the connector. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2024, it was reported by a sales representative via (B)(4) that an ar-9597-10 angled reamer sleeve fused together with an ar-9676 angled reamer. This occurred during a case on (B)(6) 2024. There was no delay in the surgery and the issue did not affect the patient.